Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link catheter extension sets had a decreased flow rate while in use on patients. This was further described as ¿it was very difficult for the nurses to fluid load their preoperative cesarean section patients with 1 liter of fluid, let alone 2l of fluid, in a timely manner¿. It was further stated that ¿the nurses had to remove the one-link device in order to get the bag to flow more quickly¿. Up on follow up, it was reported that the staff received additional training and it was possible that some nurses were not actually pushing the tubing all the way onto the one-link resulting in the decreased flow rate. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.